Event description:
A caregiver called regarding a low drain volume alarm and indicated that the drain solution was cloudy. During a follow up call on (B)(6)2010, the facility nurse stated that the home patient was hospitalized with peritonitis. The date of the peritonitis was (B)(6)2010 and the patient was hospitalized from (B)(6)2010 to (B)(6)2010 with a diagnosis of bacterial peritonitis. The effluent was cultured and the organism identified was (B)(6) coagulase negative. The patient was treated with unknown antibiotics intraperitoneal (ip) during the hospitalization. The patient was discharged from the hospital on (B)(6)2010 on ip antibiotics. The nurse indicated the peritonitis was unrelated to the solutions or devices. Reportedly, the cause of the peritonitis was a result of the patient not wearing a mask, issues with supplies, and a new pet. The patient has recovered from the peritonitis. Retraining was performed and the patient has been retrained repeatedly without success. Pd therapy continues.

Event description:
This is a case, which was reported to baxter from the customer and refers to an incident involving an accusol 35 5l bag. The reporter states that while a patient was receiving haemodiafiltration therapy on an aquarius machine using the above solution, during a check on the progress of therapy which was 39 hrs after commencement of therapy, it was noticed that the dialysate line was full of air and crystallized particles. The particles were small almost like bubbles in all of the 4 bags that were attached to the machine and also visible in the entire replacement solution side. No patient injury has been reported / confirmed by the customer.

Manufacturer narrative:
(B)(4).the sample was discarded therefore, no evaluation was performed.

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required.